Event description:
The customer reported that the sys shut down without command during a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reset a tripped circuit breaker. The sys operates as intended.